Manufacturer narrative:
The ICD and lead fragments were returned for analysis. The ICD was subjected to extensive analysis. Analysis of the ICD memory data confirmed the clinical observation. Interfering signals were detected in the ventricular channel in the available iegms, which led to repeated shock delivery. The ICD proved to be fully functional during the analysis. The observed discolored ICD housing is due to the titanium oxide layer on the surface of the ICD housing. This is normal and expected with strong electromagnetic fields during shock delivery. Apart from some slightly irregular spots on the lead that were likely due to explantation, the lead shows no irregularities. Based on the available information, the reported twiddler syndrome and the concomitant lead dislocation likely led to the oversensing and the shock delivery. The production documents for the device were reviewed. No irregularities were found. All production steps had been correctly executed. There was no indication of a materials or a manufacturing defect.

Event description:
On (B)(6) 2019, this lead was explanted and replaced after dislodgement due to twiddler syndrome. Should additional information become available, this file will be updated.